Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: mat: 367962. Lot: 1350379. Bd received one unused sample and 10 photos from the customer in support of this complaint. The sample and photos were evaluated and show a tube and the hemogard closure assembly seated correctly on the tube. No damage is seen on the hemogard closure or the open end of the tube. Bd conducted functional testing to check the looseness of the hemogard cap, and the cap of the returned tube was not loose or it did not come off during the test. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 retention samples from the bd inventory were functionally tested and there were no issues observed relating to cocked stopper, stopper pop off or stopper creep out. Bd was unable to confirm the customer¿s indicated failure mode because the sample and photos did not show the failure mode and retention samples did not exhibit the customer¿s failure modes of ¿ loose stopper or stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes device experienced the stopper popping off of the tube. The following information was provided by the initial reporter. The customer stated: this is a report about cap separation. The customer reported as follows: (1) the cap was detached during centrifugation. X4 (2) the cap popped off after blood collection. X3 (3) the cap was gradually creeping up. X3.